Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (high lesion stenosis). Stent deformation (stent deformed). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (high lesion stenosis). (B)(4).

Event description:
During an attempt to treat a lesion in the lm using endeavor resolute drug eluting stent, with 80-90% lesion stenosis. Difficulties experienced when removing the device from hoop, protective sheath was present. It was reported that the lesion was pre dilated but when the stent delivery system was advanced to the target lesion, it failed to cross the lesion. Device was inspected prior to use with no issues noted. Evaluation summary: the device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. The distal tip was flared. The hypotube and transition shaft were kinked. A number of struts on the 11th, 14th, 15 and 16th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).